Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Then, performed visual inspection and checked insertion needle for burrs and books and dull needle tip defects and none was found. Insertion needle passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the electrode was still in the body because they cannot find it. The customer¿s blood glucose level was unknown. The device will be returned for analysis.